Event description:
"Flow set to rate of 500cc/hr with a limit of 500cc. Pump found to have exceeded the limit. 800cc delivered to pt. Pump was found unplugged. Pump taken to hospital's biomed dept. Biomed did not evaluate the unit. Will be sent to mfg for eval." Upon further query the following info was provided. The pump was programmed to deliver an unspecifed "hydration fluid" at a rate of 500ml/hr with a dose limit of 500ml and the delivery was started. After an unspecified length of time, the nurse noted that the pump "delivered 800ml instead of 500ml." There were no reported adverse pt effects. No medical interventions were required. The pump was removed from clinical service. The pt was discharged home a few hours later. Though requested, no additional info was provided.